Manufacturer narrative:
Device not received by manufacturer in time for this report.

Event description:
Complaint alleges: the aortic punch got stuck while using it on either a vein or an artery. It damaged the vessel but the physician was able to complete the procedure without a negative outcome. The doctor sutured the damaged vessel. Patient's current condition reported as fine.